Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the device was powered on, the display on the left side indicated an "eid" error code and the "service" led was illuminated. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.